Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient experienced uncomfortable stimulation with walking and uncomfortable stimulation in left leg on (B)(6) 2016. There was left leg pain. Imaging was performed on (B)(6) 2016 and the results were normal, no lead migration. The event was related to programming, unlikely related to the device or therapy, and not related to the implant procedure. The ins was reprogrammed on (B)(6) 2016. The outcome was resolved without sequelae on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified the event was possibly related to the device or therapy, specifically the programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the uncomfortable stimulation was not determined.